Event description:
It was reported that during manufacturing testing, the device exhibited an unexpectedly low battery voltage. The device was sent to be scrapped. No patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. (B)(4).